Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was "hi" mg/dl. The diabetes counselor gave instructions on how to correct the blood glucose via the infusion device and insulin pen, but the patient's blood sugar was still elevated. The patient switched to a back-up infusion device and the blood glucose levels have been fine. No adverse event reported. Return of the suspect device was requested for evaluation.